Event description:
Hosp reported that device was being used invasively on a pt being treated for respiratory insufficiency. Therapy was being delivered through trach via a pt circuit not manufactured by respironics (MFR unknown). According to the facility, a nurse taped over the exhalation port on the circuit to make it more secure, which resulted in elevated co2 levels. Pt was described as experiencing "labored breathing". Pt was moved to ICU and placed on a volume ventilator. According to the facility, the pt has since returned to his prior clinical status.